Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure, the site was unable to verify their registration probe to continue with registration. Technical services (ts) requested the site remove all metal from the field and adjust their emitter to the patient's 1 o'clock. After re-positioning the emitter, the patient tracker was showing a 0.5, but the site was still unable to verify their instrument. Ts confirmed the tracker was seated properly on the instrument and the instrument was being held perpendicular in the divot. Ts requested the site attempt to verify a different instrument in their tray, but they were unable to do so. The site did not have another instrument tracker and the surgeon stated he was no longer going to use the system. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.